Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of their insulin pump not working, and running out of supplies. The customer's blood glucose level at the time was 600mg/dl. The customer declined to be sent emergency supplies to troubleshoot the device. The customer states they just wish to return the device. The customer states they have reached out to their health care provider for lantus and syringes.